Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 49 mg/dl. No bg meter comparison value was taken. The patient was feeling lightheaded. She self-treated with a cupcake and soda. Despite treatment, the patient¿s cgm was still reading 49 mg/dl, so she called emergency medical services (ems). Once ems arrived, they treated with the patient with glucose gel and then tested her bg meter reading which was 262 mg/dl while the cgm was still reading 49 mg/dl. Ems removed the patient¿s sensor and replaced it with a new one, but the new sensor failed during warm-up. In the meantime, another bg meter reading was taken and was 232 mg/dl. Ems left the patient and she contacted hospice to bring her another sensor to use. The patient was ¿doing fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid when ems arrived. No additional patient or event information is available.